Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracic, while used in stapling of the lung, the second reload worked partially wherein some of the staples worked and some others did not at the distal point. The blade cut until the end of the reload which caused bleeding. The device was also lock on tissue. The reload was successfully removed from the tissue by opening the jaws but the reload remained blocked on the handle afterwards forcing them to use another handle. The patient had no injury.